Event description:
A customer contacted beckman coulter inc (bec) in regards to erroneously low creatine kinase (ck) and total bilirubin (tbil) patient results generated by unicel dxc 800 pro synchron chemistry analyzer on two (2) patients. Repeat testing produced more consistent results. There was no death, injury, or change to patient treatment associated to this event. The samples were plasma collected in 7ml 13x100 mm tubes, and were centrifuged at 3000 rpm for 10 minutes using a bench top refrigerated centrifuge. Qc results before the incident were within the established ranges. Qc was not run after the incident. The customer reported similar incident on (B)(6) 2012 and the instrument was repaired on (B)(6) 2012. Field service engineer (fse) visited the site again on (B)(6) 2012 and replaced cartridge chemistry sample syringe. Upon further inspection the fse found that the tubing for the autogloss pump in cap piercer was not working properly, and replaced the tubing. The fse ran a 20 point precision using a pooled patient samples with the cap on the tube. The results were well within the specifications. The cause of the incident was faulty tubing on the autogloss pump.

Manufacturer narrative:
Related event on (B)(6) 2012 is documented in MDR# 2050012-2012-01162.